Manufacturer narrative:
The technician lubricated the siderail latch assembly to repair the bed.

Event description:
Information received indicates the left siderail will not latch in the up position.